Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the initial implant took place without issue. The patient's chest was closed two days after implantation as usual and the patient was transferred back to the ICU in a haemodynamically stable condition. On 2013-(B)(6) (six days post-implant) the patient was extubated and haemodynamically stable with good right ventricular function without inotropic support. That evening the patient's laboratory values showed an elevated pct (procalcitonin) level and white blood cell count. The patient was started on antibiotics and was restarted on inotropic support. On 2013-(B)(6), the patient was diagnosed with klebsiella pneumonia. Additionally, due to renal dysfunction, continuous veno-venous hemofiltration (cvvh) was initiated. On 2013-(B)(6) (12 days post-implant) the patient experienced a drop in arterial pressure, an increase in cvp (central venous pressure), dilatation of the impaired right ventricle, dilatation of the right atrium, empty and small left atrium and left atrium and left ventricle with hemodynamic impact. The patient was showing signs of right ventricular failure and a decision was made to implant a right ventricular assist device (rvad) as a bridge to recovery. After opening the sternum and pericardial patch, the surgeon noted diffuse bleeding from the sealed outflow graft that resulted in compression of the pulmonary artery. The surgeon sealed the outflow graft with fibrin sealant. The patient was transferred to the intensive care unit in a haemodynamically stable condition. Approximately 6 days later, the patient expired. The reported cause of death was sepsis and multi-organ failure.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump and the outflow graft for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.